Event description:
Edwards received notification that this 36-year old patient with a valve model 7300tfx31 implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of nine (9) years and seven (7) months due to calcification leading to stenosis. Patient presented with nyha class iii heart failure symptoms. A transcatheter valve was implanted within the surgical edwards valve using right transfemoral vein approach. The procedure was successful and uncomplicated. The patient was scheduled for next day to be discharged.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information provided stating that a valve designed for mitral position was implanted in tricuspid position, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of this event cannot be determined; however the most likely cause is patient factors, including patient's age at time of implantation.